Event description:
It was reported that the customer had unresponsive keypad and low blood glucose level. The customer blood glucose level was 39 mg/dl. Customer states they treated for the low blood glucose level with glucose pills. Troubleshooting was performed, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. No alarm noted. The insulin pump passed the self-test. The insulin pump received with cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.